Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. 1 x evo-fc-10-11-6-b was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place on return of the device. The red shuttle deployment marker was at the back of the handle and there was no stent exposure from the sheath on return. There was a kink in the flexor at approximately 86cm from the distal end of the sheath, there were also several other small bends along the flexor. The handle was dismantled during lab evaluation to show that the shuttle to sheath tube joint had broken. The stent was manually deployed during lab evaluation with great resistance and was seen to be okay. Complaint is confirmed as the failure was verified in the laboratory. The shuttle to sheath tube joint was seen to be broken. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, it is possible that the kinks along the flexor were caused during insertion of the introducer into the scope and then these kinks caused resistance, which resulted in the break at the shuttle to sheath tube joint. From the information provided there were no adverse effects to the patient due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Follow up MDR is being submitted based on the return of the device in question. Cust called and confirmed the lot number. When activating the trigger of the stent to shoot it. The trigger made a clack noise and then broke. Non usable. Product to collect at pharmacies. As per complaint form "when the nurse wanted to activate the trigger of the stent, the trigger made a clack noise and it was impossible to release the stent".

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The complaint information reported was as follows: ¿cust called and confirmed the lot number. When activating the trigger of the stent to shoot it. The trigger made a clack noise and then broke. Non usable. Product to collect at pharmacies¿ with the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. The malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed¿ could not be precluded as the device was not returned. It is possible that one of the cogs from the gears within the handle broke due to excessive force as they say ¿the trigger made a clack noise and then broke. Non usable¿. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. Prior to distribution all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the evo-fc-10-11-6-b device revealed no discrepancies that could have contributed to this complaint issue. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided there were no adverse effects to the patient due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence of 'flexor kinked/stretched/broke/compressed'. Conservative presumption pending device return. Cust called and confirmed the lot number. When activating the trigger of the stent to shoot it. The trigger made a clack noise and then broke. Non usable. Product to collect at pharmacies. As per complaint form "when the nurse wanted to activate the trigger of the stent, the trigger made a clack noise and it was impossible to release the stent".